Event description:
The pt experienced a fall while skiing over the holidays. Since then, while the stimulation is turned on, the pt was having a loss of effect and the stimulation was in the wrong location. The pt was at home and his status was "good". The pt was encouraged to contact his doctor. Approx 5 months later, the pt reported that he was still having problems with his system and he had not seen his doctor. His stimulator was located in his back.